Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had gritted their teeth during a traumatic event that a front tooth cracked. The tooth was repaired and now the aligners bother them on the side where the tooth was repaired. Patient provided invoice from repair of tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.